Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg was unable to be set to MRI mode. Lead diagnostics showed high impedances on contact 10. Reprogramming was attempted. Surgical intervention was undertaken wherein the lead explanted and replaced. Therapy was restored.